Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6, -13.0/2.0/081 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively. There was no patient injury. A replacement lens was implanted at a later date and the problem resolved.